Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen displayed a message stating that it could not be loaded. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen pop up message that could not be loaded. A field service engineer (fse) located the station and initiated the re imaging process, then configured and rebooted the station. Remote smart service (rss) services were restarted; however, the station did not appear online on rss. The fse updated rss to the latest version and restarted the services, but the issue persisted. The fse then reloaded rss and adjusted firewall settings. After testing, the fse successfully dialed into the pyxis station and verified that functionality was restored. The system functioned as intended after field service engineer repaired the device.